Manufacturer narrative:
(B)(4). The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform self test, off no power test, unexpected error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed change sensor twice. Customer's blood glucose level was 330 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.